Event description:
The hospital staff attempted to administer a defibrillator shock to a patient using the device with disposable defibrillation/pacing electrodes. The device allegedly failed to discharge. The nurse operator pressed the charge button to recharge the defibrillator and the device allegedly discharged unexpectedly. The attending physician reportedly received a shock due to contact with patient at the time of the reported event. There were no adverse affects reported as a result of the alleged malfunction.